Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that subsequent to a percutaneous coronary intervention, a side branch occlusion occurred. On (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed an 80% stenosed target lesion located in the 1st right posterolateral (rpl) artery with a lesion length of 15 mm and reference vessel diameter of 2.25 mm. The lesion was predilated using an unspecified balloon catheter and a 2.25 x 20 mm study stent was deployed, resulting in 0% residual stenosis. Baseline core lab angiography taken prior to the procedure revealed 30% side branch stenosis at 3rd rpl artery. Post procedure angiography revealed 70% 'branch percent stenosis' in 3rd rpl. One day post procedure, the patient was discharged on dual antiplatelet therapy.